Event description:
It was reported that while the doctor was removing the abutment to take an impression, the abutment (zoa342s) would not release from the implant. Patient was sent to a specialist for the abutment removal.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One contour abutment cuff was returned for inspection with a retaining screw. A visual inspection of the abutment revealed signs of wear consistent with wear. The screw showed signs of debris about the threads. The product matched print specifications where measured against drawing ed-22305 rev e. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints found against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The product was functionally tested, and it was discovered that the abutment engaged with a house implant as normal, but required additional effort to be removed. The complaint is confirmed. No threading problems were detected. A singular cause could not be determined. (B)(4).